Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm due to main download timeout/external flash crc test. Unable to determine the root cause, problem isolated to electrical board 2.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member was reported via phone call that, the insulin pump had x pointing to book with question mark. The blood glucose was 215 mg/dl at the time of the incident. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.